Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration / essure attache to uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('bleeding: anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included endometriosis. Concomitant products included ibuprofen from 2011 to 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced blood loss anaemia (seriousness criterion medically significant) and female sexual dysfunction ("apareunia"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (salpingectomy (bilateral), supracervical hysterectomy (uterus only),oophorectomy (bilateral) and ablation done twice in 2013). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia and vaginal haemorrhage outcome was unknown and the blood loss anaemia, female sexual dysfunction, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia and vulvovaginal pain had resolved. The reporter considered abdominal pain, blood loss anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for apareunia, dysmenorrhea (cramping),pelvic pain /abdominal pain, dyspareunia (painful sexual intercourse), anemia and menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: essure attached to uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: new events abnormal bleeding (vaginal) and vaginal pain was added. Reporter medical history, lab data and concomitant drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and blood loss anaemia ('bleeding: anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (partial),oophorectomy (bilateral) and ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia and blood loss anaemia outcome was unknown and the female sexual dysfunction, dysmenorrhoea, pelvic pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, blood loss anaemia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for apareunia, dysmenorrhea (cramping), pelvic pain /abdominal pain, dyspareunia (painful sexual intercourse), anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. The previously reported event injury was replaced with events from pfs: apareunia, dysmenorrhea (cramping),pelvic pain /abdominal pain, dyspareunia (painful sexual intercourse), anemia, menorrhagia (heavy menstrual bleeding), perforation: uterus/migration, essure confirmation test not done. Outcome of all pain events were added. Essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.